Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. According to the reporter, on (B)(6) 2024, the patient experienced a skin reaction with burning sensation, redness, blisters and an infection under the entire sensor patch area. Prior to sensor insertion, the area was prepped with alcohol. The patient experienced a severe allergic reaction associated with the overlay patch, which was noticed two days after insertion. The sensor was removed after which the patient consulted a doctor. The patient was prescribed an unspecified oral antibiotic 4x a day and a topical antiseptic cream. The affected area subsequently became infected, developed blisters, and resulted in a chemical burn-like mark. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.